Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered resulting in a low blood glucose (bg) level of 42 mg/dl. The customer consumed glucose tables to address low bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.